Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issues due to a defective generator board. The device displayed error message e433, which the sbc traced back to a defective generator board. Possible causes of a defective generator board: a defective tr1 transformer on the generator board (permanent error). A defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A defective peak rectifier on the generator board (permanent error). The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a generator (hf unit) had an error code. The reported issue was found during inspection before use of the device. The intended procedure was laparoscopic surgery. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.